Event description:
It was reported that the non-sustained ventricular tachycardia episodes that were recorded on the implantable pulse generator (ipg) had only markers and showed no egms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2013. (B)(4).